Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.this report is filed august 2, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. This report is filed january 10, 2014.

Event description:
Per the clinic, the patient experienced intermittency and subsequent loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.